Event description:
The customer reported that the insulin pump had a button error alarm and the keypad was unresponsive. The customer also reported that this error alarm cause her to the hospital due to being in a state of diabetic ketoacidosis. Customer stated that she did not have a back up plan available. Blood glucose level at the time of admission was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. All of the buttons functioned properly. No button error alarm was noted. However, corroded keypad traces were noted. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, and a cracked case near the display window corners were noted during the visual inspection.